Event description:
(B) (4). Initial report received on (B) (6) 2008 and follow-up received on (B) (6) 2008: this non-serious spontaneous report was received from a consumer via our affiliate in (B) (6) ((B) (4)). A ptc (product technical complaint) has been initiated for this report: global ptc (B) (4) and local ptc (B) (4). This report involves a female pt (demographics not indicated) who was treated with sculptra (poly-l-lactic acid) (dosage, therapy dates and indication were not indicated). Medical history includes treatment with sculptra one vial approximately 6-12 months ago with satisfactory results. No concomitant medications were reported. Approximately one month ago, the pt received treatment with poly-l-lactic acid. The treatment consisted of two vials and seemed satisfactory at first, but recently her face has swollen and she has a transient rash with hot feeling on her face. The pt was concerned that she had been over filled. Addendum for follow-up received on (B) (6) 2008: global ptc (B) (4) results: brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B) (4). The review of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up received on (B) (6) 2008: after review of the follow-up info, it has been determined that this report will be upgraded to serious (medically important) due to the pt's suicidal feelings. Further info was received from the pt. (B) (6), nothing is helping and she doesn't feel like she can leave the house. The pt feels psychologically damaged due to the adverse event. The pt is allergic to penicillin, but no allergy test was performed prior to sculptra administration. The first treatment was "fine", but when the pt went back to have a further two vials injected she experienced the adverse events. The pt's face is now very lumpy and not collagenized yet.

Manufacturer narrative:
Initial report (B) (6) 2008: this report involves a female who was treated with sculptra approximately 1 month ago. Treatment consisted of 2 vials and seemed fine at first, but recently her face has swollen and she has a transient rash with hot feeling on her face. Medical history includes treatment with sculptra approximately 6-12 months ago with satisfactory results. Addendum (B) (6) 2008: batch record review: without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B) (4). The review of the device history reports and the analytical results did not show any anomaly that could be related to the event. Conclusion: no faults detectable. Addendum (B) (6) 2008: this report was upgraded to serious due to pt's suicidal feelings. (B) (6) and doesn't feel like she can leave the house. She feels psychologically damaged due to adverse event. The pt's face is now very lumpy and not collagenized yet. Manufactures comment: lumps are a listed and common side effect of sculptra. There is no evidence that this event was quality related or due to a malfunction or out-of-specification product. Most events of this nature resolve spontaneously over time. Lumps are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury. The reported suicidal feelings are not believed to be directly attributed to the device, but indirectly as a result of lumpiness. This case does not yet have medical confirmation.